Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were unable to be confirmed as the stent was returned fully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported difficulties. However, the returned condition of the unit may suggest that during deployment, the tip of the supera may have slid through the stent wires during ratcheting causing the tip to protrude through the stent resulting in the stent pulling back out with the delivery system during removal. It is not possible for the tip to protrude through the stent while the stent is sheathed in the delivery system, indicating that the difficulty occurred during deployment, once the stent had been deployed and expanded. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the popliteal artery. Pre-dilatation and atherectomy were performed. The 6.5 x 200 mm supera stent was fully deployed at the target lesion. However, upon removal of the stent delivery system, it was noted that the stent was also removed. A second device was successfully used to complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.